Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke during a teeth extraction surgery. It was further reported that a spare bur was used to complete the surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that the bur broke during a teeth extraction surgery. It was further reported that a spare bur was used to complete the surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Updated initial reporter and occupation. Device evaluation: investigation results indicate that contact with material other than tooth/bone along with off axis cutting could have contributed to the breakage. The quality investigation is complete.